Event description:
Pt underwent an l4-5, lumbar fusion by another surgeon in 2000. Since he was a smoker, an ebi electric bone stimulator was implanted. About 3-4 years later, the pt presents with gradually worsening l5 radiculopathies. On repeat surgery, the bone stimulator was revised and I noted a massive overgrowth of bone, compressing the left l5 nerve root. The nerve root was surgically "duougressed" and chiseling away the overgrown bone and the pain improved.